Event description:
It was reported that during deployment of a vena cava filter, some of the filter limbs were crossed and the filter could not fully expand. A snare was used to remove the filter w/o incident and another filter was successfully deployed. No pt injury reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.